Manufacturer narrative:
H3: product analysis # (B)(4). Equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿failure /incomplete open at distal¿ and ¿movement during deployment¿ as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have resistance as no defect was found with pushwire. In addition, the marksman catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. It is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance and failed to open completely. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured v4 segment dissecting aneurysm with a fusiform morphology. Aneurysm dimensions: max diameter 22 mm and neck diameter 16 mm. Landing zone (artery size): distal 4.18 mm and proximal 4.59 mm. The patient¿s vessel tortuosity was severe. During the dense mesh surgery, the patient's blood vessels were tortuous. During the deployment of the ped, the tip was opened at the distal end first. Due to the in-situ deployment, the tension was insufficient and the entire system fell. After multiple attempts to push it up, it could not reach the pre-determined anchor position, so the stent was retrieved and removed from the body. The micro-guidewire and microcatheter were pushed upper again. During the stent exchange process, multiple attempts were made but the stent still could not pass through the introducer sheath into the new microcatheter. Considering the anesthesia risk, it was replaced with a new stent. After the stent was replaced, the operation was successfully completed. Dapt (dual antiplatelet treatment) was administered (pru level was unknown). Angiographic result post procedure: the contrast agent was obviously retained in the aneurysm. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the tip end of the marksman catheter. There was no damage observed to the pipeline pushwire or catheter. The tip end of the pipeline did not open. The pipeline had been positioned in a bend at the time. The cause of the failure was not determined. A continuous flush was administered and maintained as indicated in the IFU. The device did not jump during deployment. Multiple pipelines were not in use at the time. They tried to retrieve and the push and pull methods in an attempt to open the pipeline.